Event description:
It was reported a vns therapy programming handheld would not work. An interrogation was not attempted because the physician "couldn't get it to work." The physician always leaves the handheld plugged in the wall outlet; however, the light on the front of the handheld was red and it would not go pass the "clear the data" screen. Troubleshooting did not resolve the issue. Good faith attempts to obtain add'l info have been unsuccessful to date.